Manufacturer narrative:
(B)(4).

Event description:
The customer reported a (B)(6) result with a cyclesure (tm) 24 biological indicator (bi) after a completed sterrad (tm) 100s cycle. The affected load was recalled and reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure (tm) 24 biological indicators. 1-rpjssv and 1-rpjwts are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00610 and 2084725-2015-00611.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. The DHR was not reviewed as the lot number was not available. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number could not be performed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned for evaluation. Retains testing was not performed since the lot number was unknown. The unit was asssessed by an asp field service engineer and the injector pump assembly was replaced to resolve the suspect bi issue and the unit was returned to service. The reason for the return could not be confirmed. There is insufficient information to determine an assignable cause since the suspect bi was not returned for evaluation and the lot number is not available. The issue will continue to be tracked and trended.